Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer stated that she was having calibration issues with her insulin pump and has not been using sensors since mid may. Customer stated that she was not wearing a sensor at the time of the call, but would be putting one on soon. Blood glucose level was 143 mg/dl at the time of the call. No further information was reported.